Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified left circumflex artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, lesion was pre-dilated with a 5mm sterling balloon, however the balloon ruptured upon first inflation at 6atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification (#ps3010). The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Manufacturer narrative:
Patient age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified left circumflex artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, lesion was pre-dilated with a 5mm sterling balloon, however the balloon ruptured upon first inflation at 6atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon. There were no patient complications reported and the patient was in good condition post procedure.